Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
The customer reported that the luer lock connector of the stylet does not close properly and air is getting into the tube. Air enters the system. The PICC is correctly implanted in the patient and works well.

Event description:
The customer reported that the luer lock connector of the stylet does not close properly and air is getting into the tube. Air enters the system. The PICC is correctly implanted in the patient and works well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.